Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and vomiting. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient¿s blood glucose reached 300 mg/dl while wearing the pod between 24 and 36 hours on the hip/buttocks. Patient was seen by a health care professional on (B)(6) 2017 at the (B)(6) facility upon experiencing vomiting and was diagnosed with diabetic ketoacidosis. Patient was treated with i.v. Bag and insulin drip.

Manufacturer narrative:
The returned device was evaluated and the extended portion of the cannula was observed to have been flattened. The issue noted is considered to have occurred post use. The device was found to have generated an occlusion alarm. The cause of the occlusion alarm could not be conclusively determined.